Event description:
Customer reported the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord outlet. System operates as intended. (B) (4). (B) (4) 06/03/2009.